Event description:
It was reported that the quantity of dignishield collection bag measure was not accurate. For example, liquid within the bag will read 150 ml when held level, but when emptied it measures 100 ml.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive since the physical sample was not returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. Visual evaluation of the attached photo sample noted 4 photos of dignishield collection bags filled with different mls of solution, and 1 photo of a measuring device filled with 1000cc of solution. The volume accuracy presented in the photos cannot be confirmed without the physical sample returned. The sample cannot be tested to confirm the volume accuracy. A potential root cause could be markings printed incorrectly. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. Corrections: d, g, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the quantity of dignishield collection bag measure was not accurate. For example, liquid within the bag will read 150 ml's when held level, but when emptied it measures 100 ml's. Per follow-up received via email on 26apr2022, it was reported that all the collections bags were the same and the bags and hanging loops were flexible therefore it was not possible to hang/hold the bags in a consistent way to ensure that a given volume read the same from nurse to nurse. Also, the bags hang very differently depending on how full they were of liquid and how much gas was in them, both of which skews an accurate reading. Customer measured 3 different amounts of water and placed each in a clean bag. In each time the markings on the bag did not correctly reflect the actual amount of water, and being off by up to 50%.